Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and she was not currently having any diabetic symptoms. The customer stated there was no medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated she was at the pharmacy and they instructed her to call for a replacement. The customer is concerned with test results from results obtained of 70 and 86 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 143 mg/dl. During the call on (B)(6) 2017 the customer stated she had blurry vision and denied need for medical attention. Customer stated that a week ago she had checked her blood glucose level before going to the doctor's office for a scheduled appointment and the meter read 77 mg/dl (fasting). Customer stated when she arrived at the doctor's office, her doctor's meter gave a high result (customer did not mention result). Customer stated her doctor then instructed her to go to the hospital. Customer followed the doctor's order and went directly to the hospital. Customer stated once at the hospital her glucose reading was 589 mg/dl (fasting). Customer stated while she was at the hospital she was treated with insulin and told to follow-up with her doctor and was provided patient teaching on how to control glucose levels. Customer stated she went to the hospital on (B)(6) 2017 between 8:00am-8:30 am and was released on (B)(6) 2017 at 3:30 pm. Customer did continue to use the meter after release from hospital but decided to call for replacement because she believes the meter is defective. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 207 mg/dl using truemetrix air meter and 224 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 70, 86.